Event description:
The patient observed a low battery warning on his ipg. It was reported the patient's ipg system was on 24 hours a day at mid level settings with multiple electrodes activated. The ipg was still active until a few days before a scheduled ipg replacement surgery. It was then reported the patient was no longer able to communicate with the ipg. The patient's ipg was explanted and a new ipg implanted. It was reported the new ipg addressed the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.